Event description:
It was reported different images were being pulled up from different studies, as well as not saving images after the first 2 images were saved. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adaptor board, and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.